Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) dispersed energy for no reason, it simply didn't work. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: the issue was related to a failure to deliver energy. The issue involved inadvertent energy activation, or energy activated without being command. There was no arcing observed. The surgical task at the time was cauterization. The instrument tip was in contact with tissue. The instrument did not collide with any other instrument or tool during the procedure. The instrument is available for return. There are no images available for review.